Event description:
It was reported that prior to implant, the implantable cardiac monitor displayed an error message. The device was not used and a new device was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.